Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. Cse observed multiple false reagent level sense errors and noticed that the reagent probe was leaking from the inner tube above the top fitting where it attaches to the arm. The reagent probe alignment to the wedges were also out of alignment. Cse replaced the reagent probe, realigned the probe and carousel where the leak had occurred. The pack lid opener and level sense board were verified and operating properly. Siemens concluded that the cause of discordant growth hormone patient result was due to the reagent probe component. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant growth hormone patient result was obtained on an immulite 2000 xpi instrument. The initial result was reported to the physician(s). The same sample was repeated twice on the same instrument. The first repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.